Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced high blood glucose treated with manual injection pump on (B)(6) 2026 due to ape not sticking on the first day of insertion in the abdomen due showering.